Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional information received on 01-nov-21: "lab evaluation complete on (B)(6) 2021: kinks noted".

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot number c1827761 involved in this complaint was returned to cirl for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 01 nov 2021. On evaluation of the device, 03 kinks were observed; ¿5th porthole of pigtail curl on the tapered end. 3rd & 5th portholes of pigtail curl on non-tapered end". The evaluator also noted a ¿0.035 inch wire guide does not pass the kink. The pigtail straightener was not returned". Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-7 of lot number c1827761 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1827761. It should be noted that the instructions for use (ifu0045-7) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. ¿notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible cause of this complaint may be that the kink occurred while the device was being straightened due to high force being applied to the stent. Complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was to be used for bile duct drainage. The pigtail became kinked when it was being straightened with the straightener. (The device was not in contact with a wire guide yet.) Therefore, another device was used instead. Prior to patient contact physician's comment: a similar event has occurred before ((B)(4)). I cannot use the product if it occurs frequently. Additional information for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/ visiglide2 was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. Was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? Unknown.